Manufacturer narrative:
Unit passed displacement test and self test. However, unit failed active current measurement, sleep current measurement and longtrace displays charge/battery lasts less than expected and unexpected battery power loss, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm or short battery life. The customer receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.